Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The right side slips and won't stay in an upright position. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The reclining back will not hold on one side.